Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that on this cns, pu-681ra s/n (B)(6), some of the transmitters were using single lead analysis instead of multi lead analysis. The preferred setting is multi lead analysis, but cns device does not hold the settings. The option was greyed out. Nk clinical application specialist reached out to customer regarding the issue and determined it was caused by user not having the actual lead-set plugged into the transmitter device. The issue was resolved when the lead-set was plugged in. Investigation summary: based on the complaint details, all devices were functioning as intended. The reported issue was caused by use error, where the risks involved are considered low. The following field contains no information (ni), as attempts to obtain information were made but not provided: d11 & c2 concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) application froze unexpectedly while they were attempting to change their bed settings from single lead to multi lead analysis.

Manufacturer narrative:
The biomedical engineer reported that a stand-alone bedside monitor (bsm) powered onto a white screen. They verified that there's no physical damage to the unit. No patient harm or injury was reported. They would like to send the unit in for further evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that a stand-alone bedside monitor (bsm) powered onto a white screen.